Manufacturer narrative:
This lead was planned to be returned. Upon lead return and analysis this investigation will be updated.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead there was difficulty getting the lead through the tricuspid valve. Once the lead got through the valve poor sensing values were exhibited, and after repositioning many times the lead dislodged into the right atrium. The lead was taken out of the body and inspected. A curvature of the coil was seen thus a new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory the complete lead was returned. The helix was retracted and dried body fluid was noted in the helix housing. The shocking coil of the lead was curved. Testing was completed to assess the lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. In summary the dislodgment allegation was not confirmed but this was a known inherent risk of device, the difficulty to position and damage/defective allegation was confirmed due to a deformed shocking coil, and the device sensing issue was not confirmed based on normal lead resistance measurements.

Event description:
It was reported that when attempting to implant this right ventricular (rv) lead there was difficulty getting the lead through the tricuspid valve. Once the lead got through the valve poor sensing values were exhibited, and after repositioning many times the lead dislodged into the right atrium. The lead was taken out of the body and inspected. A curvature of the coil was seen thus a new lead was used. This lead was returned. No adverse patient effects were reported.